Event description:
It was reported that the pt had a history of multiple shoulder surgeries and was recently admitted for a possible infection of the rsp implant. The pt's shoulder was irrigated and debrided and it was ruled zero infection. The glenosphere, shell and insert were removed and replaced with other rsp components.